Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a colon polypectomy, when the nurse closed and opened the slider by holding the spring down horizontally, the spring broke. The final release was accomplished by pushing the remaining wire at the handle to the top. No harm reported. The procedure was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Instructions for use (IFU) indicate: drawing number and revision number of IFU: gk8332, 06 ·do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·never use excessive force to operate the instrument. This could damage the instrument. ·straighten out the portion of the instrument that extends from the biopsy valve. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: linked to the device but unable to specifically trace likely cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a colon polypectomy, when the nurse closed and opened the slider by holding the spring down horizontally, the spring broke. The final release was accomplished by pushing the remaining wire at the handle to the top. No harm reported. The procedure was completed with the same device.